Manufacturer narrative:
The three e 801 analyzers are serial numbers (B)(6). Calibration and quality control data were acceptable. A general reagent problem can be ruled out since controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm traces, the number of sample related alarms was high. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for eight patient samples tested with elecsys troponin t hs on one of three different cobas e 801 analytical unit analyzers (e801 a, e 801 b, and e 801 c). No questionable results were reported outside of the laboratory. The initial sample values did not agree with the clinical diagnosis of the patients. The samples were then repeated. The first sample tested in e 801 a initially resulted in a troponin t value of 0.0247 ng/ml and it repeated as 0.00518 ng/ml. The second sample tested in e 801 b initially resulted in a troponin t value of 0.074 ng/ml ng/ml and it repeated as 0.004 ng/ml ng/ml. The third sample tested in e 801 c initially resulted in a troponin t value of 0.034 ng/ml and it repeated as 0.005 ng/ml. The fourth sample tested in e 801 c on (B)(6) 2024 initially resulted in a troponin t value of 0.036 ng/ml and it repeated as 0.007 ng/ml. The fifth sample tested in e 801 a on (B)(6) 2024 initially resulted in a troponin t value of 0.0397 ng/ml and it repeated as 0.004 ng/ml. The sixth sample tested in e 801 a on (B)(6) 2024 initially resulted in a troponin t value of 0.024 ng/ml and it repeated as 0.009 ng/ml. The seventh sample tested in e 801 a on (B)(6) 2024 initially resulted in a troponin t value of 0.039 ng/ml and it repeated as 0.026 ng/ml. The eighth sample tested in e 801 a on (B)(6) 2024 initially resulted in a troponin t value of 0.047 ng/ml and it repeated as 0.021 ng/ml.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace from e801 a from (B)(6) 2024 showed 20 sample clot alarms, 21 sample foam alarms, and 3 sample short alarms. Alarm trace data from e801 a and e801 b from (B)(6) 2024 showed no abnormalities. Analyses of analyzer camera images of the samples showed the following: sample 1: white metallic film. Sample 2: white film and very small bubbles at the tube wall. Sample 3: no obvious problem seen, but the sample looks hemolytic. Sample 4: no obvious problem seen, but the sample looks hemolytic. Sample 5: there is a white metallic film seen. Sample volume short or hemolytic. Sample 6: the sample looks lipemic, there is also heavy film seen. Sample 7: there is a heavy white film seen. Sample 8: there is a heavy white film seen. The investigation could not identify a product problem. The cause of the event could not be determined. The provided information suggests a sample quality issue.